Event description:
A malfunction was reported on the pump, with no events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical Support assisted the caller in resetting the pump, and malfunction code did reoccur. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.